Manufacturer narrative:
On 04/26/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, two devices with the same lot number engraved were returned without fluid. White material was observed within the devices. No foreign material was observed on the shell surfaces. Upon initial inspection, both devices appear intact. No other anomalies were discovered. A manufacturing record evaluation (mre) of lot number 5617799 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Complaint was not confirmed. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Reason for device explant and/or reoperation: deflation of breast prosthesis. Implantation date was not provided by the initial reporter. The implantation date submitted in this report was estimated based off of the sales date of the implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2019.